Event description:
Pt was involved in a motor vehicle accident in july, 1998 suffering a comminuted fracture of the right clavicle. The fracture then displaced with a butterfly fragment which tented the skin. This required emergent surgery to reduce the fracture, so on 08/11/1998 pt underwent an open reduction internal fixatioin rt. Clavicle fracture using a 3.5 dcp plate. She was discharged on 08/12/1998 and approximately 2 weeks later sustained a fall and noticed progressive pain and popping in her clavicle area. Xray revealed loss of fracture fixation as the plate pulled away from the proximal fragment of bone. Pt was admitted to the hosp on 09/05/1998 at which time she underwent an open reduction, internal fixation rt. Clavicle fracture. A 3.5 semitubular plate was placed along the anterior margin of the clavicle. The 3 proximal holes had excellent fixation given 6 cortices on the proximal portion of the fracture. On the distal portion the 3 distal holes were fixated well given 6 cortices distal to the fragment. The 4th inner screw hole from the distal end of the plate was then used to inter-fragmentary fix the butterfly fragment to the distal fragment. Due to the placement of the 4th most proximal hole at the junction of the butterfly fragment and the proximal fragment, screw could not be placed through here. Two additional #5 ethibond sutures were then used to further support the reduction at this screw hole. Excellent fixation was noted at this point. Collar graft was then used to bone graft the comminuted areas. Pt was discharged on 09/17/1998. The pt was doing well until 09/21/1998 when she noticed pain in her shoulder and tenting of her skin. An xray performed at the physician's office revealed a fracture of the dcp plate at the third hole from the distal portion of the clavicle. The pt was admitted to the hosp on 09/22/1998 and underwent removal of metal plate, rt. Clavicle, open reduction internal fixation with zimmer cables 1.3 mm and iliac crest corticocancellous bone graft.